Event description:
It was reported that post-operatively, the catheter had migrated into the epidural space and a granuloma was present at the tip of the catheter. The patient presented with symptoms of increased neck pain and numbness in the right arm. The hcp reported the patient improved after the surgical procedure to replace the catheter using intrathecal placement. The drug in the pump was fentanyl at a concentration of 4000 mcg/ml and a dose of 4000 mcg/day, although it was noted that the pump was to be filled with saline and programmed to a minimum rate at a later unspecified date. The patient recovered without sequela.

Manufacturer narrative:
The serial number is included in the range for the synchromed ii inflammatory mass (2008), reason for recall has not been confirmed in this device.